Manufacturer narrative:
E3/e2: customer contact is non-healthcare professional. Updated fields: b5, d8, e4, g3, g6, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The reported issue was not reproduced when the equipment was inspected by the repair department. A definitive root cause cannot be identified. The cause of the occurrence could not be identified based on the information obtained from this complaint and the investigation results. A device history review was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that while using the camera head, the screen was dark and fluorescence could not be performed. The issue occurred during a therapeutic procedure (interventional radiology surgery), which was completed with the same set of equipment. It was also reported that the patient was hospitalized after surgery. The patient hospitalization was planned and was not a result of the device malfunction. There were no adverse events caused by the device. There were no reports of patient harm associated with the event.

Event description:
It was reported to olympus that while using the camera head, the screen was dark and fluorescence could not be performed. The issue occurred during a therapeutic procedure (interventional radiology surgery), which was completed with the same set of equipment. It was also reported that the patient was hospitalized after surgery. There were no reports of patient harm associated with the event.

Manufacturer narrative:
B5 clarification: it was reported that the patient was hospitalized after surgery. The context surrounding the hospitalization is unknown and the information has been requested. The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.